Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient is experiencing ineffective therapy as well as unwanted paresthesia. X-rays did not reveal any anomalies. Stimulation to one of the leads was disabled and reprogramming was able to re-enable stimulation and effective therapy was restored. Although the patient is receiving effective therapy, he desires to have the system explanted due to the unwanted paraesthesia. Surgical intervention may take place at a later date.